Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #1) device may have caused or contributed to the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery to repair a right inguinal hernia. During the surgery the doctor implanted two bard mesh perfix plug meshes (device #1) and (device #2). On (B)(6) 2012: the patient was treated regarding recurring pain in the region of his previous inguinal hernia. On (B)(6) 2012: the patient underwent exploration of his right groin. During the surgery, the mesh implanted in the (B)(6) 2008 surgery was found to be in contact with the ilioinguinal nerve and the mesh had to be excised. Ni/ni/ni: subsequently, the patient experienced persistent ilioinguinal nerve pain and has undergone multiple surgical procedures to remedy the effects of the bard perfix plug mesh (device #1) and (device #2). The patient continues to suffer severe groin pain that limits all aspects of his daily life. The bard/davol perfix plug (device #1) and (device #2) implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, severe emotional distress, and other damages.